Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a mildly tortuous and mildly calcified left anterior descending artery (lad). A 38 x 3.00 promus premier select stent was deployed in the lad. Following deployment, a proximal edge dissection was noticed in the proximal part of the stent. To cover the edge dissection, a 24 x 3.5 promus premier select was deployed proximal to the first stent, overlapping it, and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable following the procedure.